Event description:
During troubleshooting for an unrelated alarm, the care giver (cg) replaced one of the supply bags. The caregiver then disconnected and reconnected the new supply bag in an attempt to progress with therapy. The caregiver was advised not to disconnect any of the bags once the system was primed. Therapy was discontinued and the patient performed a manual exchange to complete their last fill. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who disconnected and then reconnected a solution bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.